Event description:
During the mis(minimally invasive saphenous) vein harvest, the vasoview hemopro2 endoscopic tip (c-ring) broke while being utilized. Piece of equipment was immediately removed from service and surgical site visually inspected. Piece was not fragmented nor fractured. All pieces removed and site irrigated. No harm noted.